Event description:
The service engineer (se) reported that the device had a touchscreen issue. During periodic maintenance, it was confirmed that there was a misalignment in reaction of the touchscreen, even after performing a calibration. The se replaced touchscreen to resolve the issue. The device was returned to service. There was no patient involvement when the issue occurred. No patient or user harm reported.